Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt initially experienced a loss of therapeutic effect due to a catheter blockage. The hcp stated that the pt had revision one week ago, and they are changing concentrations in pump as the pt was not tolerating the baclofen 99.9 mcg/day. A follow-up report will be sent if add'l info becomes available to us.

Event description:
On (B)(6) 2014, the patient reported that their catheter had migrated out of their spinal column.

Event description:
Correction: the previously reported information, ¿on (B)(6) 2014, the patient reported that their catheter had migrated out of their spinal column¿, does not apply to this event. Please see manufacturer¿s report #3007566237-2014-00266 for information regarding the patient¿s recurring catheter migrations.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).